Event description:
Patient representative reported right side ¿rupture and silicone leakage¿, ¿severe pain and tenderness in the breast¿, ¿capsular contracture baker grade ii¿, ¿severe symptoms of breast implant illness (bii)¿, ¿night sweats and hair loss¿ and ¿suffers from depression, anxiety and disturbed self-image...since learning about the device recall¿. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy ; f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.